Event description:
(B)(6) 2021, staple was found jamming prior to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73a2100746 was manufactured on 01/27/2021 a total of (B)(4) pieces. Lot was released on (B)(6) 2021. DHR investigation did not show issues related to complaint. From the pictures the reported defect was unable to be confirmed failure mode reported as "misfire/jamming staples not firing." However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from (B)(4) visistat 35w 6/box lot# 73m2100231 the staplers were functionally inspected (fired) and issue reported "misfire/jamming staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "misfire/jamming staples not firing" could not be confirmed with picture. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
(B)(6) 2021, staple was found jamming prior to the patient.